Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay.

Event description:
It was reported that the lead had dislodged within one day of implant. The lead was removed. Another lead was placed but diaphragmatic or phrenic nerve stimulation occurred with pacing. This lead was removed and successfully replaced with a third lead. No patient complications have been reported as result of this event.